Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The cannulation is performed to place the contralateral ileac extension, the lunderquist guidewire is inserted to give the support, when the device is inserted and positioned where it is going to be released, the release process is carried out and with the help of the visibility of fluoroscopy it is verified that this was not released because the release system is turned as indicated by the arrow on the device and it does not release, after a couple of attempts again, it is decided to do pull back, but at the moment of viewing with help from fluoroscopy, it is observed that the extension is released in the upper part and not where it had been placed and indicated. After that, it was decided to recover the extension with different materials, but it was only inserted into the endoprosthesis to leave the thoracic aorta free. The device is replaced by another: gore iliac extension 16mmx16mm.". Patient outcome - "the patient is stable.".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The cannulation is performed to place the contralateral ileac extension, the lunderquist guidewire is inserted to give the support, when the device is inserted and positioned where it is going to be released, the release process is carried out and with the help of the visibility of fluoroscopy it is verified that this was not released because the release system is turned as indicated by the arrow on the device and it does not release, after a couple of attempts again, it is decided to do pull back, but at the moment of viewing with help from fluoroscopy, it is observed that the extension is released in the upper part and not where it had been placed and indicated. After that, it was decided to recover the extension with different materials, but it was only inserted into the endoprosthesis to leave the thoracic aorta free. The device is replaced by another: gore iliac extension 16mmx16mm." Patient outcome - "the patient is stable."